Event description:
Allergan aesthetics received a report that a patient received a coolsculpting treatment to the abdomen, axillary puffs, infra-scapular area and inner thighs and presented with paradoxical hyperplasia (ph).

Manufacturer narrative:
Paradoxical adipose hyperplasia (ph/pah) is a known potential adverse event addressed in the product labeling. According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph/pah) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction. A supplemental report will be submitted if and when additional information is obtained.

Event description:
Allergan aesthetics received a previous report of a patient treated right bra roll ((B)(4)) with coolsculpting. Also, allergan aesthetics received another report that there are additional areas treated with coolsculpting that are a concern of paradoxical hyperplasia (ph). Due to insufficient information, possible additional pah locations, device info and treatment date is not documented.

Manufacturer narrative:
Additional information: a4, b5, d1, h7, h9, and h10. Legacy coolcore recall number = z-1347-2022. Legacy coolmax recall number = z-1346-2022. Legacy coolcurve recall number = z-1348-2022. Legacy coolfit recall number = z-1350-2022. This is a known potential adverse event addressed in the product labeling. According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph/pah) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is observed more frequently with the parallel plate applicators. Pah is included in the risk management files of the device as an inherent risk to the use of cryolipolysis for localized fat reduction. A supplemental report will be submitted if and when additional information is obtained. Zeltiq initiated a voluntary discontinuation and recall of parallel plate applicators for the coolsculpting® system due to the observance of an increased rate of paradoxical hyperplasia (ph) associated with these applicators during a recent analysis of data from the 2019-2021 timeframe. These applicators are sold under the brand names coolcore, coolcurve, coolcurve+, coolmax and coolfit.

Event description:
Allergan aesthetics received additional information that patient received coolsculpting treatment on (B)(6) 2016 to the upper abdomen with the legacy coolmax applicator and to the flanks with the legacy coolcurve applicator, on (B)(6) 2016 to the flanks and infra-scapular area with the legacy coolcore and coolcurve applicators, on (B)(6) 2017 to the flanks with the legacy coolcurve applicator, on (B)(6) 2017 to the mid abdomen with the legacy coolmax applicator, on (B)(6) 2018 to the upper and lower abdomen and infra-scapular area with the legacy coolcurve applicator, on (B)(6) 2018 to the infra-scapular area with the legacy coolcore applicator, on 20/june/2018 to the inner thigh with the legacy coolfit applicator, on (B)(6) 2019 to the infra-scapular area with the legacy coolcore applicator, on (B)(6) 2019 to the lower abdomen with a cooladvantage plus applicator, the banana roll with a legacy coolcore applicator, on (B)(6) 2021 to the bilateral infra-scapular area with the legacy coolcore applicator, on (B)(6) 2021 right infra-scapular area with the legacy coolcurve applicator and patient developed paradoxical hyperplasia (ph) to the banana roll, full abdomen, flanks, infra-scapular area, and inner thighs.